Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was further reported that due to the chaotic rv impedance, the rv lead was explanted and replaced. The ICD was explanted and replaced. Blood was observed in the header of the device which may be contributing to the impedance and noise issues with the rv lead. The physician and patient were displeased with the occurrence of this event.

Event description:
It was reported that approximately two weeks post implantable cardioverter defibrillator (ICD) replacement there was a lead impedance warning for high impedance on the svc portion of the right ventricular (rv) lead. The svc portion of the rv lead was turned off. Another lead impedance warning triggered due to high rv lead impedance. During pocket manipulation the svc and rv portions of the rv lead showed both high and varying impedance. The patient was taken back into the operating room and the rv lead was tested. The rv lead was connected back into the ICD. The rv lead impedances then tested in the normal range. Approximately two weeks after the revision, a warning for impedance was triggered on the rv lead. No further action has been taken. The rv lead and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.